Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6-component code- suggested code: mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: discharged post left tka ¿ post-op did well, blood work good, xray satisfactory. No complications during hospital stay ¿ 1st follow up; 6-weeks post-op¿ xray satisfactory, good rom ¿ 2nd follow up; 3-months post-op patient doing extremely well. Full rom, pain improving ¿ 3rd follow up 9-months post-op patient reports some pain in left knee that is resolving. No concerns with left knee. This complaint cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported by legal a patient underwent a left knee arthroplasty. Subsequently, patient reported left knee pain at follow-up approximately 9 months post procedure. No additional information available.

Manufacturer narrative:
(B)(4). G2: canada. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products(reported). 42532008301 persona tibia cemented 5 degree stemmed left size h lot 64453541. 42511401010 persona articular surface fixed bearing (ps) left 10mm lot 64467968. 42540000029 persona all poly patella cemented 29 mm dia lot 64620923. Additional associated products(not reported). 66022663 palacos r + g (1x40) lot 94734846. This event was previously reported under MDR: 0001822565-2022-02981.